Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, extreme abdominal pain and fever . The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (2 grams, intraperitoneal and frequency was not reported) and vancomycin (1.5 grams, intraperitoneal and frequency were not reported) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.